Event description:
Subsequent to the medwatch reports submitted additional information was received stating: the subject presented due to unstable angina and was referred for cardiac catheterization. On (B)(6) 2012, during the index procedure, a percutaneous coronary intervention (pci) of the saphenous vein graft to the posterior descending artery (svg to pda) was performed. The non-abbott distal protection device was deployed. The intracoronary nitroprusside was given. A 4.00 mm x 16 mm non-abbott study stent was placed which was then post dilated with a non-compliant balloon, intracoronary nitroprusside was repeated; when an attempt was made to retrieve the distal protection device, it resulted in considerable distortion of the 4 implanted mid stents, but not the newly implanted stent. This was then treated with the placement of a 4.00 mm x 20 mm non-abbott stent in the mid portion of the grafts where the stents had been distorted. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device remains in the patient. A follow-up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The additional promus stents, referenced are being filed under a separate manufacturing report numbers.

Manufacturer narrative:
(B)(4). Indication for use, non de novo lesion there were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the device was implanted in a saphenous vein graft (svg) lesion. It should be noted that the IFU states: safety and effectiveness of the promus stent has not been established for subject populations with lesions located in saphenous vein grafts.

Event description:
It was reported that on (B)(6) 2012 the site confirmed that there was restenosis of the previously placed non-study drug eluting stents (des) located in the saphenous vein graft (svg) to the right posterior descending artery (r-pda). The subject was enrolled in a study where the 15 mm, 90% stenosed target lesion was treated with predilatation and placement of a 4.0 x 16 mm and a 4.0 x 20 mm non-abbott stent in an overlapping fashion. The subject was discharged on (B)(6) 2012 on aspirin and clopidogrel. On (B)(6) 2012, the subject presented with chest pain syndrome and underwent percutaneous coronary intervention (pci) of the svg to the r-pda complicated by nstemi post procedure and chest pain syndrome; the subject was referred for cardiac catheterization. Restenosis of the previously placed non-study drug eluting stents (des) in the r-pda were treated with balloon angioplasty and placement of a 4.0 x 16 mm and a 4.0 x12 mm non-abbott stent in an overlapping fashion with 0% residual stenosis. Additionally, it was noted that the site confirmed that there was no restenosis of the study stent which was placed during the index procedure on (B)(6) 2012. On (B)(6) 2012 the event was considered resolved without residual effects and the subject was discharged on aspirin and clopidogrel. There was no reported adverse patient sequela. There was no reported significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy; the stent delivery system was discarded, therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.